Event description:
Boston scientific received info that during the implant of this right atrial lead difficulty was reported inserting the lead into the cardiac resynchronization therapy defibrillator (crt-d). There was noise reported on the atrial electrogram and insertion was attempted twice before a successful insertion was gained with normal impedances and no noise present. Subsequently the lead dislodged one day post implant and the pt underwent a revision procedure. Upon opening the pocket it was determined that the lead pin appeared to be slightly bent. A new lead was successfully placed. No further complications or adverse pt effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a bent is-1 connector pin. The subsequent root cause analysis of the bend indicated, that mechanical forces during the application of the fixation tool should be taken into consideration. In the course of the further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the is-1 connector pin was found to be deformed, affecting the active fixation mechanism.the analysis did not reveal any sign of a material or manufacturing problem.